Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient received some assistance from a manufacturer¿s representative ¿numerous times¿ and his concerns were not resolved. It was unclear if the patient was still working with his manufacturer's representative to have those concerns resolved.

Event description:
It was reported that the last time patient's ins (implantable neurostimulator) was programmed was one month prior to the report "for general purposes." It was stated that "if it was okay and, if he changed the amplitude, two or three minutes later it went back to default." The mobile position was the one that was a problem. It was stated that after three minutes he was told that if he was walking it would shut off. In the last 6-7 days prior to the report he hadn't used the stimulation. It was stated that every night he turned the amplitude down and he was in bed for three minutes and within five minutes it went back to the higher setting. He hadn't moved and was on one side or the other side. It was stated he would have both sides set to 1.95v and it still went back to the higher setting and vibrated him all over the place. It said laying with setting 0.40v and the patient wanted it to stay that way. During t he report the setting never changed. It was stated the patient was okay with 0.75v setting and didn't want to change it. It was then stated it showed laying on b at 0.80v. Patient programmer didn't show laying on left and after turning off the programmer and then back on and syncing, it showed lying left with four vertical bars but it had no numbers. The patient then got up from laying position and set the setting down to 1.15v and 1.20v and then about a few minutes later it went up to default setting on its own after the screen went blank. The patient was on program 1 at 1.20v and program 2 at 1.15v that controlled his right and left side hip. It was stated it hadn't changed and was staying steady. It was stated he was told not to use the sync button much and he hadn't. It was stated that the patient thought he needed to go back to the basics and get more education on how the stimulator works and needed to meet with a manufacturer representative. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).